Event description:
A battery life calculation for the patient's generator was requested along with the report that the patient experienced increased seizures recently. The patient's vns was interrogated and when system diagnostics were run, the medical professional observed a red "exclamation" warning message. It is unknown what the error was or what the message indicated. Patient was referred for replacement due to an increase in seizures. Additional information was received that the patient was not a great historian and that the patient was last seen on (B)(6) 2015. The medical professional was told that the patient's seizures increased over time. The relation to baseline, medication compliance, relation to vns therapy were all unknown at this time. Although surgery is likely, it has not occurred to date.